Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for device interrogation, high rv pacing lead impedance was observed. During replacement procedure, it was noted that the atrial lead was attached to ventricular lead through scar tissue. Lead was explanted and replaced. Patient's condition was stable before, during and post-procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 54.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.